Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable pacing lead had high and unstable thresholds in many various positions. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.